Manufacturer narrative:
Additional narrative: patient weight is unknown. 510k: this report is for unknown trauma screws. Part and lot numbers are unknown; UDI number is unknown. Devices were not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the surgeon implanted a 3.5mm locking compression plate (lcp) posteromedial proximal (4-hole) tibia plate. Since the correct synthes screw size was not available for use, they had decided to used screws from a competitor brand, since screws greater than 40mm were required to fix the synthes plate. Surgery was completed successfully with a delay of 10 minutes. Patient outcome was normal. Concomitant device: 3.5mm locking compression plate (lcp) posteromedial proximal tibia plate (part: 02.120.704, lot: l835269, quantity: 1). This report is for unknown trauma screws. This is report 1 of 1 for (B)(4).